Manufacturer narrative:
H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump (lvp) under infused during infusion. It was observed that the pump was not infusing at the programmed rate. At the end of the infusion, there was still fluid in the medication bag. This occurred in neuroscience intensive care unit (nsicu) during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.